Event description:
Complainant received reporting that "over the past few months" attachment, flow, leakage problems have occurred with use of estimated quantity of eight (8) b3300 microclave connectors and unknown mating IV sets; syringes, power injectors. The report states there have been multiple incidents where "IV tubing became disconnected from the microclave port...have to tighten down so tightly¿use hemostats... To disconnect. Microclave cap did not fit the tubing¿ very hard to connect IV tubing and flushes¿ CT tech reports an increase in IV infiltrate¿ manipulates and re-taping IV's to get them to work.. Patient complains that they have to tighten the IV cap so much it causes pain¿" no additional event specifics reported. There were no reported adverse patient consequences. The manufacturer made multiple attempts to contact the reporter for relevant event, device, usage details have to date been unsuccessful. Although requested, the involved devices have not been returned to the MFR for analysis and investigation. A review of the MFR lot database records for lot# 1745907 (mfg. Date 09/2009) shows (B)(4) units were mfg tested, inspected and released.

Manufacturer narrative:
Conclusion: the involved b3300 microclave connectors and the mating/access devices were not returned to the manufacturer for analysis and confirmation. Previous investigations of similar issues have identified usage/mating device compatibility issues. The microclave connector is compatible with iso male luers having an internal diameter ID) between .062" - .110". The exact cause(s) of the events are unknown.